Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of concerns with her son's high blood glucose levels. The mother states the device is acting crazy. The mother states the customer's blood glucose level was been around 500mg/dl. The mother states the device is shutting off by itself, and producing motor error alarms. The mother states the customer will be calling back to troubleshoot.